Event description:
It was reported that the patient received inappropriate therapy for an svt. It was determined that the patient was in an atrial tachycardia with rapid ventricular response and a few pvcs. Programming changes were not made. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.